Manufacturer narrative:
Date of report: 28jan2019. Date rec¿d by MFR: 23jan2019. The manufacturers international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 23jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a failure of the touch panel occurred. Reportedly, there was no improvement after calibration. There was no patient involvement. The event date was not specified; estimate used.